Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer claims that he/she got a critical pump error (open book image) alarm. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. The first attempt to download/upload using crest/thus was unsuccessful. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After plugging a known good pcba2 into the test pcba1 and then the test case, the unit booted up to a critical pump error (open book image) alarm. After plugging the test pcba2 into a known good pcba1 and then into the test case, the unit was able to boot up. Since the open book was not isolated to the test pcba2, the software version of the unit was able to be obtained and a second attempt at uploading was possible using the previous configuration. The second attempt to upload using thus was successful. The long trace file was then searched for any pump errors which could trigger a critical pump error (open book image) alarm. Pump errors 54, 3, 4, and 63 are all found in the long trace file. The pump error 54 occurred @ (B)(6) 2021 1:56:11 pm, the pump error 3 occurred @ (B)(6) 2021 1:56:13 pm, the pump error 4 occurred @ (B)(6) 2021 6:00:01 am, and pump error 63 occurred @ (B)(6) 2021 6:00:02 am. In summary, customer claim that he/she received a critical pump error (open book image) alarm is confirmed by the occurrence of the pump errors in the long trace file. The pump errors are due to a hardware problem isolated to pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer mentioned that there were received other critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.